Manufacturer narrative:
To report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during a procedure. According to the complainant, during the procedure, an attempt to crush a stone was unsuccessful and the tip of the basket failed to detach. With difficulty, the physician was able to remove the basket with the entrapped stone from the bile duct. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reportedly "fine". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A physical examination found the handle cannula was bent upward from compressive force applied to the handle during use. The thumb ring was detached from the handle assembly. An examination of the thumb ring and handle assembly energy directors found evidence of proper ultrasonic welding during assembly process. Furthermore, the edges of the thumb ring were damaged from incorrect placement into lithotripsy device and stress fractures were also present due compressive force. The basket tip was intact and the basket was extended. The side car-rx was found to be torn and presented a pushback out of specification. The sheath was torn adjacent to the heat shrink and pushed distally. The sheath and coil assembly were buckled and torn in multiple areas. The evaluation concluded that the condition of the returned device was consistent with the complaint incident that the tip failed to detach. The device is designed so that the basket tip detaches if the stone cannot be crushed but it appears that the thumb ring detached instead. The detachment of the thumb ring was most likely caused as the user incorrectly positioned the thumb ring in the lithotripsy device handle. If the user did not position the thumb ring correctly into the handle, the surface of the thumb ring could be damaged and the force applied might not be properly distributed through the device causing the tip to fail to detach. Based on the event description and evaluation of this device, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during a procedure. According to the complainant, during the procedure, an attempt to crush a stone was unsuccessful and the tip of the basket failed to detach. With difficulty, the physician was able to remove the basket with the entrapped stone from the bile duct. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reportedly "fine". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.